Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('debilitating pelvic pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), periodontitis ("periodontitis"), raynaud's phenomenon ("raynaud's disease") and osteoarthritis ("significant osteoarthritis"). At the time of the report, the pelvic pain, periodontitis, raynaud's phenomenon and osteoarthritis had not resolved. The reporter provided no causality assessment for osteoarthritis, pelvic pain, periodontitis and raynaud's phenomenon with essure. The reporter commented: events started in 2017. For a few years now, my health has deteriorated and I have been suffering from debilitating pelvic pain. Currently also suffered from periodontitis, raynaud's disease and significant osteoarthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('debilitating pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), periodontitis ("periodontitis"), raynaud's phenomenon ("raynaud's disease") and osteoarthritis ("significant osteoarthritis"). At the time of the report, the pelvic pain, periodontitis, raynaud's phenomenon and osteoarthritis had not resolved. The reporter provided no causality assessment for osteoarthritis, pelvic pain, periodontitis and raynaud's phenomenon with essure. The reporter commented: events started in 2017. For a few years now, my health has deteriorated and I have been suffering from debilitating pelvic pain. Currently also suffered from periodontitis, raynaud's disease and significant osteoarthritis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.